Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event to 40 mg/dl while using the ilet system and self-treated with oral glucose; the user felt that system-driven corrections were too strong and had been pausing insulin to prevent further lows, and a device screen crack was noted with retraining planned. Symptoms included hypoglycemia with dizziness and tremors. Outcomes included the need for unexpected medication intervention, namely oral glucose. Troubleshooting and education were completed. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.